Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and the insulin pump had motor error message with motor position encoder. Customer's blood glucose level was 429 mg/dl. Customer stated they woke up with high blood glucose and could not rewind insulin pump. Customer was treated with syringes for high blood glucose level. Customer reported the drive support cap appeared to be normal. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.